Manufacturer narrative:
In the event that additional information is received a follow-up report will be submitted. The customer reported that the device was repaired by them and the device was placed back into service. The customer reported that there will not be any device/component coming back for evaluation. (B)(4).

Event description:
The customer reported that during patient use that the ventilator was not displaying the spontaneous rate when using the prvc simv mode. The patient was hyperventilating when using the prvc simv mode and the patient was switched to an alternate ventilator.